Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Loss of capture and high lead impedance was observed on the right ventricular (rv) lead. It was also stated that the lead likely perforated through the ventricle. No intervention was performed and the lead remains implanted. The patient was stable.

Event description:
New information received states that the patient presented in clinic for routine follow up. Upon interrogation, it was noted that the right ventricular lead exhibited loss of capture at maximum output. The impedance and sensing measurements were stable. The right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable before, during and post procedure without any adverse events.